Event description:
The manufacturer received information regarding a simplygo mini device. There was no report of patient harm or injury. The device was returned to a service center for evaluation. During the evaluation it has been observed that the device didn't turn on. Once the device was opened a burnt attachment was found on the back of the main pca therefore that was replaced. A new esd shield was added as it had burn marks so, it was replaced as a precaution. The rear cover was replaced as it had loose connections to the device. The airside manifold assembly was replaced. Sieves and inlet filters were repairs as per service manual. All tests passed and service completed.